Event description:
Patient presented to the physician with fluid buildup and an infection at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued infection. Physician admitted the patient and placed them on IV antibiotics. After discharge, the patient was prescribed additional oral antibiotics.